Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered, that there was foreign material in the forceps elevator. The following additional findings were also noted: various discolored components, assorted cracks, scratches, and peeling parts, corrosion around the electric connector and left arm. Insulation values not meeting the standard value; due to a burn on the plastic distal end cover. Play of the up/down and right/left knobs is out of the standard value; due to wear of the angle wire, and channel. Cleaning brush cannot be inserted smoothly; due to damage on the suction tube in the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon the return of the customer¿s, evis exera ii duodenovideoscope, to the olympus service repair center for a scheduled inspection and maintenance. It was discovered, that there was foreign material in the forceps elevator. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "detection way is included in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are included in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.